Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files found that the system appeared to be operating as intended at the set speed, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists other neurological events (not stroke-related) as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists neurologic dysfunction as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was sent to the emergency department due to altered mental status (ams), fluid volume overload (fvo) and was transferred to the hospital. On arrival, the intravenous (IV) pump was disconnected. There was a concern for possible driveline removal/pump stops. Log files were submitted for review. The event log file dated back to 04jun2025 at 7:20:07 and did not contain any driveline disconnects or pump stops. There were no unusual events recorded in the log file event history. The equipment was operating as intended. Ams was caused by brain mal-perfusion, worsening heart failure and dobutamine not infusion due to patient error. The patient restarted dobutamine and was diuresed with lasix (furosemide) and metolazone.